Event description:
During preventive maintenance service, the manufacturers field service engineer reported review of the diagnostic log history noted a previous inhalation autozero failure occurrence. An autozeroing failure may affect the accuracy of the system pressure measurement during use in normal ventilation mode and may result in a vent inop condition after repeat occurrences. Vent inop, if in use on a patient, will stop providing ventilatory support to the patient. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. The service engineer was unable to duplicate the finding. The service engineer replaced the sensor pcb board as a precaution to address the finding. Applicable final testing was completed per operating specifications.